Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation when stimulation is turned on. Stimulation levels have been set as low as possible but the sensation is still felt when the device is turned on. Additional information has been requested, a follow-up will be sent pending new information.